Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield skull clamp was involved in an incident during a procedure and was described as follows; the skull pin on the torque knob penetrated the pt's skull during a procedure. Additional clinical info has been requested.